Event description:
It was reported that during implant, it was noted that the connector pin of the atrial lead was bent. The lead was not used and a new lead was implanted. The patient did not suffer any adverse consequences.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).